Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that large suturecut needle driver instrument had exposed wires. There were no reports of patient injury. On 01/06/2025 , following additional information was received from initial follow-up : the large suturecut needle driver instrument was inspected prior to use. The instrument was sent back to isi for evaluation.